Event description:
Severe pain in his back from a burn [thermal burn], opened his skin and burned his body [skin lesion]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6) male consumer started to receive thermacare heatwrap (thermacare lower back & hip) lot number: w59249, expiration date: feb2021, via an unspecified route of administration from (B)(6) 2019 to an unspecified date at unknown dose to gain heat around area that was sore, pain relief on lower back and hip. Medical history included hard of hearing. Concomitant medications were none. Consumer used thermacare 16 hour heat wrap back pain therapy l-xl and had a problem with the use of it. He had came down with severe pain in his back from a burn. Had received notice from (company name) and learned about a potential safety issue impact for the use of the product used. The events occurred last week. He used them 4-5 nights in a row. Last one that he used caused the burn. He had deep penetration and terrible burns that opened his skin and burned his body. He had put on some lotion and bandaids on it and covered it up. The action taken in response to the event of the product was permanently discontinued. The outcome of severe pain in his back from a burn was resolving. The outcome of opened his skin was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of thermal burn and skin lesion as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of thermal burn and skin lesion as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] severe pain in his back from a burn/opened his skin and burned his body [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. An 87-years-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number w59249, expiration date jan2021, from 01may2019 to may2019 at unknown frequency to gain heat around area that was sore, pain relief on lower back and hip. Medical history included hard of hearing. Concomitant medications were none. The patient used thermacare 16 hour heat wrap back pain therapy l-xl and had a problem with the use of it. He had came down with severe pain in his back from a burn in may2019. He had received notice from (company name) and learned about a potential safety issue impact for the use of the product used. The events occurred last week in may2019. He used them 4-5 nights in a row. Last one that he used caused the burn. He had deep penetration and terrible burns that opened his skin and burned his body in may2019. He had put on some lotion and bandaids on it and covered it up. It was further reported that the patient provided the pictures and the pictures were received. The patient stated that the pictures of his back were taken 2 or 3 days after the burns occurred and by that time they had calmed down considerably. He stated that he actually had 12 heatwraps in one box: 10 large and 2 small ones that his wife bought online, then he said it was actually from (pharmacy name). The patient stated that he only used one heatwrap and he got burn and we only sent him a refund for that one. He was seeking a refund for the 11 heatwraps left in the box that he didn't use. The patient also mentioned that he knew about our recall so he didn't want to take any risk. Device was not available for evaluation. Packaging was sealed and intact. The action taken in response to the event of the product was permanently discontinued in may2019. The outcome of the event was resolving. According to the product quality complaint group: subclass: adverse event safety request for investigation; sample status: forthcoming; investigation summary: consumer reported," severe pain in back from a burn." The cause of the consumer stating the wrap caused severe pain from a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Follow-up (14may2019): this is a follow-up report from a contactable consumer includes the pictures were received, onset date of events and event details. Follow-up (12jun2019): new information received from the product quality complaint group includes device information and investigational results. Company clinical evaluation comment: based on the information provided, the event of severe pain in his back from a burn/opened his skin and burned his body" (thermal burn) as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of severe pain in his back from a burn/opened his skin and burned his body" (thermal burn) as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Subclass: adverse event safety request for investigation; sample status: forthcoming; investigation summary: consumer reported," severe pain in back from a burn." The cause of the consumer stating the wrap caused severe pain from a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no.

Event description:
Event verbatim [preferred term] severe pain in his back from a burn/opened his skin and burned his body [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer reported for himself. An 87-years-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number w59249, expiration date feb2021, from (B)(6) 2019 to (B)(6) 2019 at unknown frequency to gain heat around area that was sore, pain relief on lower back and hip. Medical history included hard of hearing. Concomitant medications were none. The patient used thermacare 16 hour heat wrap back pain therapy l-xl and had a problem with the use of it. He had came down with severe pain in his back from a burn in (B)(6) 2019. He had received notice from (company name) and learned about a potential safety issue impact for the use of the product used. The events occurred last week in (B)(6) 2019. He used them 4-5 nights in a row. Last one that he used caused the burn. He had deep penetration and terrible burns that opened his skin and burned his body in (B)(6) 2019. He had put on some lotion and bandaids on it and covered it up. It was further reported that the patient provided the pictures and the pictures were received. The patient stated that the pictures of his back were taken 2 or 3 days after the burns occurred and by that time they had calmed down considerably. The action taken in response to the events of the product was permanently discontinued in may2019. The outcome of the event was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (14may2019): this is a follow-up report from a contactable consumer includes the pictures were received, onset date of events and event details. Company clinical evaluation comment: based on the information provided, the event of severe pain in his back from a burn/opened his skin and burned his body" (thermal burn) as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of severe pain in his back from a burn/opened his skin and burned his body" (thermal burn) as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.